Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. The patient also had another device explanted.

Event description:
It was reported by the customer that at the beginning of an oral facial procedure, leakage was observed coming from the handpiece. The handpiece was exchanged with an identical handpiece the account had on hand. There was no reported change in the procedure. There were no reports of any adverse pt event associated with this alleged malfunction.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.